Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user who participated in the ilet experience study experienced a hypoglycemia event occurred while using the ilet system, and the cause remained unclear based on the user¿s report and subsequent attempts to collect blood glucose and context details. Customer care provided support that included multiple attempts to obtain additional information and blood glucose questionnaire details from the user without success. Investigation of this case revealed insufficient information to identify a device malfunction or component issue, and no device performance problem could be confirmed. No clinical symptoms associated with hypoglycemia reported. Outcomes included no medical intervention and no healthcare facility involvement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.